Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the carbohydrate ratio of units were incorrect. During troubleshooting, it was determined that the customer's time setting was on am instead of pm, making the insulin delivery at the incorrect time. Recommendation was made for the customer to contact their healthcare provider regarding changing the settings. The customer's blood glucose level was in the 300's (mg/dl) and it was addressed with a bolus.